Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, the end of the intertan 7.0mm comp screw starter drill broke. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.